Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that during an ankle fracture procedure, the drill bit got caught in the drill sleeve and the tip of the drill bit broke off. The broken tip did not go into the patient. The surgeon used a different drill bit and sleeve and was successful. There was no adverse effect on the patient. This is report 2 of 2 for this event.

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and there were no visible damages. The measurable dimensions were within print specifications. The drill bits were passing as intended. This complaint is invalid from a manufacturing standpoint. A product development evaluation was also performed. There was brownish residue around the etching for the part and lot numbers, as well as most of the depth markings. There was a small burr on one side and a scrape on the other side of the edge of the longitudinal slots in the drill guide. The tip of the mating drill bit that was returned was broken and the broken edge was catching at the small burr. Except for the one spot where the broken edge was catching, the returned drill bit passed through and spun freely within the drill guide. A new drill bit was also inserted into the drill guide without issue. The design was acceptable and the drill guide did not contribute to the complaint condition. This complaint is invalid from a design standpoint.